Event description:
A patient contacted baxter to report 5 minicap disconnect caps that have fallen off during use over the past two weeks on unspecified dates while he was walking around the house or outside. No injury or medical intervention was reported.

Manufacturer narrative:
Sample unavailable, per home patient.